Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the neurology ward from (B)(6) 2025 for dbs stimulation for essential tremor with an ataxic component. With dbs switched on, there was reasonable control of the tremor, with appendicular and axial ataxia. With dbs switched off for >24 hours, there was a persistent, extreme increase in tremor throughout the entire body; as a result, the ataxia component could not be assessed. It was concluded that the underlying condition severely progressive essential tremor, with a documented significant effect of dbs on the tremor (though a significant residual component remains). On the other hand, there was also ataxia, which most likely falls primarily within the scope of essential tremor however, due to the extreme tremor during dbs off, a component of dbs-induced ataxia could not be entirely ruled out. The device was reprogrammed. The issue was unresolved with no further action planned.